Event description:
Customer tested and received a result of 375mg/dl. The customer took 40 units of insulin. The customer passed out and when pt woke up pt was in the hosp. The customer was taken to the hosp by ambulance. Whe paramedics arrived they received a blood glucose result of 31mg/dl. Customer was admitted for 4 days. On a separate occasion the customer's nurse checked the customer's blood glucose and received a result of 443mg/dl and on the customer's device the result was 505mg/dl. The customer was admitted to the hosp for 7 days. The customer was unsure of what treatment if any has been received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.